Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -09.50/+0.5/111 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
Weight, ethnicity and race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).